Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: cinchlock pull wires x 3 snapped whilst using xbraid labral tape. Probable root cause: design poor mechanical advantage of locking feature, materials of inserter locking mechanism cannot withstand user locking forces manufacturing, locking mechanism not manufactured or assembled to specification, incorrect heat treatment applied application, not enough force applied, user unfamiliarity with device.

Event description:
It was reported that the pull wire snapped. The procedure was completed successfully.